Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. It was noted on (B)(6) 2013, patient presented to clinic friday (B)(6) 2013 for routine ppm check. Noted that patient has ppm and mdt leads. Measurements: impedances atrium = 530ohms and ventricle = 430ohms; pwave = 5.3mv and rwave=5.6mv; thresholds atrium = 0.9v and ventricle = 0.6v both at .4msecs. All measurements were stable since last check 6 months prior patient had multiple atr episodes. These appeared to be due to noise and possible set screw/connection error. Unable to reproduce any noise with pocket manipulation and/or arm movements/stress. There have now been 2567 total atrs since implant that appear to be due to this issue. This issue has been known about previously in this clinic. The patient is asymptomatic and rarely paced. There were no pauses or inhibition of pacing. Thresholds are stable and there has been no know loss of capture reported. Made one change to the programming and that was to increase the atr duration from 8 to 16secs aiming to reduce the number of atrs due to this issue. Battery still 5years longevity remaining. At this stage there is no plan to revise the lead connection. The physician was unknown. The facility was (B)(6) hospital in (B)(6) australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).